Event description:
It was reported that this pacemaker exhibited right atrial (ra) oversensing and undersensing. During an in office check the ra sensitivity was lowered due to undersensing as the p wave amplitude signals is small. Technical services (ts) was consulted, discussed farfield oversensing of ventricular pacing signals on the ra channel. Ts recommended possible reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.